Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device pawls were worn out causing the device to overheat. It was determined that the cause of the worn out pawls and locking components was failure to follow the directions for use and trying to run the device in the safe or load position this is user error. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device overheated. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.